Manufacturer narrative:
Concomitant medical products: 6944-58 lead implanted: (B)(6) 2010; 4086 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "line with a short" and the "line" was planned to be explanted. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6944-58 lead implanted: (B)(6) 2010; 4086 lead implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had a "line with a short" and the "line" was planned to be explanted. The lead remains in use. No patient complications have been reported as a result of this event.